Event description:
The customer reported to olympus the subject device had intermittent failures and restarted during a procedure. No patient harm or injury was reported at this time. A request for additional information is in progress. No additional information.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center confirmed the intermittent image and power issue due to a printed circuit board failure and may be moisture damage on the boards. There was a lot of dust inside the device. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely that intermittent images and fault of the front panel led were caused by the failure of the printed circuit board, regarding the equipment restarting, it is likely that it was caused by the failure of the if substrate and the cp substrate (circuit boards). A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.